Event description:
Information was received from a patient who was receiving clonidine (unknown concentration or dose), dilaudid (hydromorphone) (unknown concentration or dose), and unknown baclofen (unknown concentration or dose) via an implantable pump for intractable spasticity. It was reported that when the pump was replaced on (B)(6) 2022, it was discovered that the catheter was tangled and dislodged so they did not hook the catheter back up to the pump during that procedure. The patient stated that the pump and catheter were still implanted but they are not connected. The patient stated that they have begun to feel severe pain in their buttocks and a "funny feeling" that was like arthritis pain in their legs.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type catheter; references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.